Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded that although f- and sn-evar resulted in significant, and opposite, changes to renal branch angle, only sn-evar resulted in significant end-stent angulation increase.

Event description:
Article received: ullery, b. E. (2017). Dynamic geometric analysis of the renal arteries and aortic following complex endovascular aneurysm repair. Annals of vascular surgery, 85-95. Purpose: to quantify geometry and remodeling of the renal arteries and aneurysm following fenestrated (f-) or snorkel/chimney (sn-) endovascular aneurysm repair (evar). Per the article adverse events included renal impairment, thrombosis, endoleaks and kink.